Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set leaked from an unspecified location during use. This occurred while noticing the IV pump beeping. The tubing was removed from the pump and attempted to expel air. The tubing was reinserted into the pump, and the infusion was restarted. However, the device started leaking from the end of the tubing. The leakage did not occur at the point where the tubing had been squeezed to push air back into the chamber. Infusion was stopped and tubing was disposed of to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.